Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited cuts/scratches on the insertion tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the insertion tube had cuts/scratches. Per the legal manufacture, this issue of cuts/scratches on the insertion tube is not likely to cause or contribute to death or serious injury if the malfunction were to recur.